Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a crack on the system controller's white power cable with signs of visible oxidation. The controller was exchanged.

Event description:
Further review of the downloaded log files revealed an unknown driveline disconnect on (B)(6) 2025 from 07:52:46-07:53:38. An attempt was made to download the log files before changing the system controller, but it would not download likely due to the compromise in the white cable. The driveline disconnect was during the system controller exchange. There were no adverse patient consequences as a result of the driveline disconnect. The patient tolerated the system controller exchange without any adverse events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of damage on the white power cable and fluid ingress were confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and revealed damage to the outer jacket of the white power cable along with a green substance consistent with fluid ingress at the site of damage. The system controller was connected to a mock circulatory loop and test patient cable, system monitor, and power module. A discoloration was observed in the upper right corner of the liquid crystal display (lcd) screen. The system controller was then functionally tested and passed. The system controller was opened and inspected at the component level. A green substance consistent with fluid ingress was observed throughout the interior of the system controller. The fluid ingress was determined to be the cause of the observed discoloration of the lcd screen. The downloaded log files captured a brief disconnect of the driveline on 08jun2025 from 07:52:46 - 07:53:38 which is consistent with the reported brief system controller exchange. On 08jun2025 at 10:15:39, the driveline was disconnected and shortly after both power cables were disconnected. This series of events is consistent with the final controller exchange. There were no other notable events captured in the log file. The provided information indicated the system controller was briefly exchanged but reconnected to download log files before being exchanged again. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller, power cables. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.